Event description:
Per the surgeon, the patient developed an infection and was treated with antibiotics. This did not elevate the problem. The patient was explanted in late 2008. Reimplantation is planned but was not scheduled at the time of this report.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 4, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.